Event description:
The plug on the power cord shows signs of thermal damage.

Manufacturer narrative:
The scd 700 was evaluated and the review showed that the unit had a damaged power cord, with positive and negative prongs on the plug showing thermal damage. The unit was triaged and the reported issue was confirmed. The potential root cause is the customer misuse because the customer used an unauthorized power box. Device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.